Event description:
The device was used during a laparoscopic cecectomy. Reportedly, there was bleeding from the staple line. On the next firing, the jaws closed and the staples released. The procedure was converted to an open procedure.